Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced leakage at site. The infusion set was in use for 1day caller replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12185- device 3 of 4.